Manufacturer narrative:
Consumer reported she had purchased two packages and she provided a manufacturer lot code from only one of the possible packages, ac003421x0821. There was no clear confirmation which package had issues or if it was both. Records for the lot code ac003421x0821 demonstrate that quality system procedures were correctly followed and the finished product met all quality criteria and specifications were within allowable limits prior to release. For the other possible package, since a manufacturer lot code was not provided, with no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Report 3 of 3. Consumer reported prior to use she noticed a tampon string would not have been accessible for removal of the pledget from her vaginal cavity as it was not hanging out the usual end but instead was coiled up near the insertion tip. She did not use this tampon therefore no medical attention was required and she did not have any adverse health effects.